Event description:
The customer contact reported that during set up prior to patient use, after the device was powered on it alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.